Manufacturer narrative:
Exemption number e2016018. (B)(4) (bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as (B)(4) internal report number (B)(4). One used sample was received for evaluation. The sample was tested for air tightness and leakage was observed. Upon further evaluation it was determined that the catheter had been punctured by the needle from the inside. This product is subjected to a 100% inspection by an in-line vision system that is calibrated and subjected to regular verifications to ensure it is functioning properly. The defect observed in the returned sample would have been detected and rejected by the in-line vision system. The defect observed was similar to the damage that would be caused by reinserting the needle after withdrawal. In the instructions for use there is the following warning, " after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off". A batch record review for the reported lot number did not reveal any abnormalities or non-conformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: plastic of catheter cracked leaking blood. Patient had to have a second IV catheter inserted.